Event description:
A us distributor reported that a patient was experiencing adjust belt messages and service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and adjust belt messages) has been confirmed. Upon investigation at the distributor the ECG "a" and "b" cable was intermittent; causing the faults. The root cause for intermittent cable could not be positively identified. No adverse event resulted from the damaged belt.